Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803602 ¿ cocr femoral head ¿ 61555324; 00784800200 ¿ m/l taper g2 neck ¿ 61510849; 00630505036 ¿ xlpe liner - 61515708; 00620205022 ¿ trabecular metal shell ¿ 61465185. Reported event was confirmed by review of operative notes stating that corrosion was found around the head and neck junction and synovitis was debrided. Lab records also show patient had elevated metal ion levels preoperatively. Review of radiographs show radiolucency along the acetabular cup and proximal femoral component consistent with osteolysis. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00875, 0001822565-2018-07013, 0001822565-2019-03225.

Event description:
It was reported patient underwent a left hip revision approximately 8 years post implantation due to pain, swelling, elevated metal ion levels. X-rays taken show radiolucency around the cup and stem components. During the procedure, yellow tinged fluid was extracted from the joint, and synovitis was debrided. There was a small ring of corrosion around the femoral head and neck junction and the liner was found to be jammed within the cup. Attempts have been made and additional information on the reported event is unavailable at this time.